Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted however during the post-implant balloon aortic valvuloplasty (bav), the valve dislodged. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the balloon aortic valvuloplasty (bav), moderate paravalvular leak (pvl) was noted. After the bav, the pvl reduced to mild.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was not provided for anatomical review. The image provided shows a dislodged valve being snared. It was reported the dislodgment occurred during a post implant dilatation. However, images of the dislodgement were not provided for review thus this review is inconclusive. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav)was performed with a 25 millimeter (mm) non-medtronic balloon. A post bav was performed for paravalvular leak (pvl). Deployment started at the bottom of the pigtail. Prior to dislodgment, the valve was at 2 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve dislodged aortc to the ascending aorta to a depth of 2 mm on the ncc and lcc. The patient had bulging at the basalplane under the right coronary cusp (rcc)/ncc commissure, annular calcification seen under the ncc and the rcc/ncc, and a bicsupid valve that contributed to the dislodgement.

Manufacturer narrative:
Updated data: h6 conclusion: a review of the device history record showed that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. However, a conclusive cause could not be determined with limited information available. The patient¿s bulging at the basal plane under the right coronary cusp commissure, annular calcification seen under the non-coronary cusp (ncc) and the right coronary cusp (rcc) /ncc, and bicuspid valve may have all been contributing factors. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information provided, a conclusive cause could not be determined. The patients calcified anatomy may have been a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.